Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation. The native aortic annulus had perimeter of 80.3mm and area of 501.6mm^2. The patient had a horizontal aorta at 86 degrees. The valve was deployed and re-sheathed once. There were no difficulties in deploying or retracting the valve. The starting implant depth at deployment was 2mm, and the final implant depth at release was 1mm. During final deployment of the valve, the valve migrated to the ascending aorta and was no longer within the aortic annulus. There was no tension at the time of final deployment. There was no separation issue between the valve and the delivery system. All three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. It was reported that there was sufficient calcium to allow anchoring of the device. The valve did not block a coronary artery. The valve was not snared. A second 29mm portico valve was successfully implanted using a second flexnav delivery system. Following the second valve implant, the gradient was 4mmhg. The patient did not have any clinical signs or symptoms during the procedure. The patient was reported to be stable.

Manufacturer narrative:
An event of the valve migrating after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.